Event description:
Pt with r distal supracondylar fracture 1/95 had hardware placed elsewhere. Persistent pain following procedure with sudden intense pain 8 days prior to admission. Presented for x-ray which revealed fracture of hardware (plate and 1 screw) 7 cm proximal to joint line. Surgical procedure 4/30/96 to remove fractured hardware and replace with co's femoral rod.